Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 27.008 mg/day) and dilaudid (1 mg/ml at 1.0803 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient ended up in the medical intensive care unit of the hospital as she was unconscious. The ER (emergency room) staff didn¿t have any details as the patient didn¿t have any ID (identification) on her. The request was made to stop or slow the pump. The decision was made to program the pump to minimum rate, so the pump was programmed to minimum rate. With regards to environmental, external, or patient factors that may have led or contributed to the issue, it was noted to be ¿unknown, but no one is suspecting a device issue¿. It was unknown if the issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ with injury¿ with the injury being noted as the patient was unconscious. Additional information was received on 04-apr-2018 from the micu (medical intensive care unit) hcp who reported that the patient was discharged on (B)(6) 2018 but they had no further information on the patient, the patient¿s symptoms,or their cause. They also had no contact information for an hcp that would have any additional information. No further complications were reported/anticipated.